Event description:
It has been reported to philips that the wired footswitch in the exam room was not working. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips customer support engineer confirmed that the exam room wired footswitch was not working philips service delivery team provided quotation for replacement of defective wired footswitch. The quotation expired as the customer didn¿t approve the quotation. No work performed by philips. The codes were updated based on the investigation outcome.